Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in three segments. Final analysis found an external insulation abrasion was noted at 8.2-9.0 cm from the distal tip consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 10.4-12.8cm and at 10.5-12.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that there is a malfunction based on analysis.